Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard foreign matter on tip of needle. The following information was provided by the initial reporter: upon opening the material to perform a peripheral puncture, I identified dirt on the tip of the abocath needle (as shown in the attached images). I did not use it on the patient and immediately set the material aside to record the occurrence.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 5059870. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, seven (7) picture samples were received for evaluation by our quality team. Through examination of the pictures, the needle tip was shown to contain some dirt/contamination. Images of the catheter separated from the needle did not show any dirt or foreign matter. Based on the investigation, it is probable that this issue resulted from a possible failure in the automatic feeder packaging process, a machine cleaning failure, and/or a detection failure during in-process inspections. Awareness was raised amongst the associates in the packaging area regarding the importance of preventing the release of products with foreign matters. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.